Manufacturer narrative:
Approximate age of device- 11 months. Evaluation: the evaluation of the returned portion of driveline confirmed wire damage that could have contributed to the low speed, low flow, and pump stop events that were captured in the submitted system controller log file. A distal end percutaneous lead (driveline) repair was performed by a technical services representative on 18jul2018 under work order (B)(4). The approximately 19 inches segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires revealed kinking of the black, brown, and green wires approximately 8 inches from the system controller connector. Breaches in the green wire were also observed in kinked area. The conductors of the green wire were exposed, which appeared to be the result of repetitive flexing of the driveline in this area. There was no evidence of mechanical damage, such as crushing or pinching. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. No additional areas of current leakage were identified. If the exposed conductors of the compromised green wire made contact with the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting electrical short to ground would have caused the low speed, low flow, and pump stop events captured in the submitted log file. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had pump off and low speed operation alarms on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. At the time of the event, the patient reported being attached to ac wall power. The lvad system was connected to an ungrounded power module patient cable. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the pump stoppages. Technical services reviewed x-rays and observed an area of concern on the portion of the driveline external to the patient. The manufacturer¿s technical services representative was onsite 18jul2018 and performed a distal end percutaneous lead (driveline) replacement without issue. No additional information provided.